Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: no product was returned. Based on the review of information provided from the customer and no device was returned for review, a product evaluation cannot be performed to confirm the reported problem. If the product is returned at a later date, the complaint will be reopened and an investigation will be completed.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had a no disposable clamp tubing alarm. The patient silenced the alarm prior to the call, tubing was clamped and the cassette was removed. The cassette was tapped on a hard surface and reattached, but the alarm returned. The cassette was removed again and this time the patient noted air bubbles in the line. The tubing was massaged, and the cassette was tapped on a hard surface. The cassette was reattached, but the alarm persisted. The pump was turned off and the tubing remained clamped. Rate 2.7, resvol 122, given 4.7. The event occurred while in use with a patient at the patient's house. No patient harm/adverse event reported.